Event description:
It was reported that when using the bd pyxis medstation system, the peds pyxis main cabinet drawer 5 indicated "please close" but was already closed and would not open, which hindered users from accessing the required medication. This incident resulted in a delay in dispensing medication to the patient due to shutting down the medstation and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was not opening due to the latch sensor was unlocked. A field service engineer cleaned both the sensor and its contacts to resolve the issue. The system functioned as intended after the field service engineer repaired the device.